Manufacturer narrative:
Device evaluation: a product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had vitrectomy. Additional information states patient underwent an explant for the right eye as lens had displaced and reason for the displacement and date of displacement are unknown. Lens was good post op day one, (B)(6) 2019, and same at post op week one, (B)(6) 2019. Three weeks later, approximately (B)(6) 2019, at the post op visit, lens was mildly out of place and it was noted that patient had weak zonules, which was not known initially, at the time of implant. Explant was delayed due to rescheduling. Patient was observed with cataract in her left eye which is not yet removed. The vitrectomy was done at explant and patient is doing well post exchange. No further information was provided.